Manufacturer narrative:
It was unclear from the investigation whether or not a revision surgery has occurred. Any explanted devices were requested for eval. The cause of the event could not be determined from the info available and without device eval. The device lot number remains unk, therefore, a device history record review could not be conducted. Based on the info provided and obtained through follow-up attempts, the most likely cause of this multi-symptom event are non-compliance to the post-op protocol or post-op trauma to the surgical site. If the device is returned and/or additional pt info is obtained, a follow up report will be submitted.

Event description:
It was reported that a pt had a infection and/or reaction relating to the pins in her toes. She stated she had two toes become infected post-op and the pin extruded without infection from a third. Follow-up info was sought from the hospital contact. The surgery occurred approximately one year ago. The pt may have had an accident post-op which resulted in the events reported with her three toes. Additional info, including any explanted devices and the post-op protocol, has been requested but has not yet been received. This device is sued for treatment.